Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported seeing a red blinking light on their remote monitoring communicator. The patient reportedly elected to suspend their remote monitoring system while they were changing following physicians. When the patient resumed remote monitoring, they noted a red blinking light that could have been a possible red alert from this crt-d. Attempts to obtain additional information from the field were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.